Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left coronary artery. A 12x3.50mm promus premier drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was located in left main coronary artery.

Manufacturer narrative:
Device is a combination product. Updated b5: describe event/problem device evaluated by MFR.: promus premier ous mr 12 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage, with struts on the proximal end lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 12x3.50mm promus premier drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.